Manufacturer narrative:
No end user information provided. The product was evaluated and repaired by an independent repair center. Should additional information become available, a supplemental record will be filed.

Event description:
Per the independent repair center, the customer alleged problem is low o2/yellow light and the unit alarms are not functional. The key failure is the power switch has no alarm. The low o2 was because the tie wraps were leaking. The non-alarming issue is a reportable event which is the basis of this FDA filing.